Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Device location unknown.

Event description:
It was reported that a glenoid baseplate did not fit on patient's glenoid after reaming. Additional reaming was performed and the baseplate successfully implanted without a significant delay.

Manufacturer narrative:
This follow-up report is being filed to correct information.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is number 1 of 2 mdrs filed for the same patient (reference 1825034-2016-03229 and 1825034-2017-01237).

Event description:
During a total shoulder arthroplasty procedure, the glenoid baseplate did not fit on the patient's glenoid after reaming. Additional reaming was performed and the baseplate successfully implanted. A 25 minute delay occurred. Additional information was requested and is not available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Product code: ni. Root cause remains undetermined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.